Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was requesting MRI guidelines, as she was not informed of restrictions prior to implant. The patient was also offered physician information, as she was unable to find a physician to help her. The patient stated shed had 11 brain surgeries, and that she ¿should have never done the surgery as she was butchered in the first surgery.¿ the stimulator was placed as an ¿experiment¿ on a trial basis as a last ditch effort. The patient had pain at a 10/10 and was willing to try anything. The patient stated it only worked about 6 months and 20% reduction was the most she got out of it. The patient was unable to determine when the device stopped helping her symptoms. The patient stated that the device had become a ¿harm¿ to her and she wanted it taken out. The patient was unable to find a physician to remove it as of yet. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3986ilc, lot# n25571, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3986ilc, lot# n25571, implanted: (B)(6) 2002, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it only helped about 25% until 2006.